Manufacturer narrative:
Further information was requested but not received. The reported observation of gaps in heart rate scatter plot was confirmed. The gaps were noted to be due to r wave under-sensing and inhibition of false pause detection. No device malfunction was suspected.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The patient had no adverse consequences.